Event description:
It was reported that the patient underwent a spinal procedure to fuse l3-s1 using posterior fixation. The screws could not be implanted at left side l4 and l5 during the procedure; however, the procedure was completed without other complications. The patient complained of pain a week post op, and it was also found that the offset clamp at left side s1 came off. The revision surgery was performed approximately 7 weeks post op. Fusion reportedly not completed. The implants were removed and replaced.

Manufacturer narrative:
No explanted device was returned to the manufacturer for evaluation. The pre-op and post op x-rays were reviewed. The films show that posterior fixation system was at l3-l4-l5-s1 on the left side, was at l3-s1 on the fight side. Posterior laminectomy performed. Rod appears too short at right s1, lateral connector strength is suspected due to this. Follow up x-rays show that loosening of right s1 lateral connector. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 8634200, was cleared in the united states.